Event description:
The pt underwent treatment of an unruptured pica aneurysm. The procedure was successfully completed with 8 nexus coils, and the pt was released for following day with no symptoms. Two to three days later, the pt experienced headaches and also has vent to the emergency dept 3 times as the headaches persisted. On 05/08/06, the physician ran some tests and concluded that the pt has significant edema around the aneurysm and also in other parts of the brain. The physician then placed the pt immediately on narcotics, anti-nausea made and steroids and the pt appeared to improve dramatically.